Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention procedure. Reportedly, after deployment the foot was unable to be retracted. The lever was opened and closed several times and the foot was only able to be partially retracted. The device was removed with the foot partially open and there was strong resistance noted when removing the proglide device from the patient anatomy. An attempt was made with a second proglide device with the same results, reportedly, after deployment the foot was unable to be retracted. The lever was opened and closed several times and the foot was only able to be partially retracted. The device was removed with the foot partially open and there was strong resistance noted when removing the proglide device from the patient anatomy. Another proglide device was used to achieve hemostasis. There was tissue damage from the resistance experienced during removal of the two proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot detachment and foot retraction issue was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported foot retraction issue; however, the difficulty to remove the device and treatments appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received confirming the foot of the second proglide device had separated outside of the patient anatomy after use. No additional information was provided.